Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery issue. Customer's blood glucose at the time of incident was13.2mmol/l. Customer was hospitalized due diabetic ketoacidosis. The customer stated that they run displacement test and test passed. The customer can't proceed with high pressure test and fill cannula. The customer has no extra set and advised to send back the device for analysis. The customer was advised that we will send replacement.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump delivered properly all bolus programmed during our testing. No unexpected insulin pump error or alarms were noted during our testing. The insulin pump had minor scratched display window and case.